Manufacturer narrative:
The insulin pump was received with intermittent esc button response due to corroded keypad traces. No button error alarm during testing. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had button error and unresponsive buttons on the insulin pump. The customer's blood glucose level was 99 mg/dl. Troubleshooting was performed and the insulin pump will be replaced. No further information was provided.